Event description:
It was reported that a stent graft could not be deployed. Sample eval revealed that the outer sheath was torn off at the catheter reinforcement. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.